Event description:
It was reported that the user temporarily disconnected from the ilet and did not announce a meal, then reconnected to deliver a food request after eating, and subsequently observed a blood glucose of 270 mg/dl that trended down to 257 mg/dl. The user had expressed concern about potential overnight lows though never going below 80 mg/dl. Symptoms included hyperglycemia. Outcomes included no medical intervention or hospitalization, with user education provided on meal announcements, missed meal management, and discussion of potential glucose target adjustment with clinical support. Investigation included a review of device use patterns and user-reported glucose trends with troubleshooting and education on proper operation. Investigation of this case revealed that hyperglycemia was consistent with missed meal announcement while off the system, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user-related factors and use outside of recommended workflow were the likely cause.